Event description:
It was reported that pump displayed an insulin amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer resolved initial issue by loading new cartridge, continued using current pump while prepared to rely on alternate method if necessary, and technical support arranged shipment of replacement pump.